Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation; however, medical records were provided for review. The investigation is confirmed for filter tilt and perforation, but it is inconclusive for retrieval difficulties. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced a difficulty to remove, filter tilt, and perforation. This information was received from one source. The malfunction involved a patient with no patient injury. The patient was a (B)(6) year old female that was (B)(6) kgs.